Event description:
It was reported to olympus, that the evis exera iii xenon light source power switch did not latch close. There was no patient harm or user injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned, and during the inspection, olympus confirmed the reported event: the main power switch was broken. In addition, the following non-reportable malfunctions were discovered during the device evaluation: there was a scratch on the top cover with metal exposed, the front panel was cracked and rusted, the bottom side chassis was rusted, the scope socket had a loose connection, there was corrosion inside the air tubing, and the olympus lamp life meter was over 500 hours. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.